Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. The p-cap locks properly into the reservoir compartment. The following were noted during visual inspection: cracked retainer, missing o-ring (reservoir tube), partially broken retainer, missing display window/cover, cracked case, scratched case, battery tube threads - cracked, cracked case (battery tube) and label damage (faded). In conclusion, customer concern for cosmetic damage location was not specified, however, other cosmetic damage confirmed where cracked battery tube case and cracked battery tube threads were noted. Retainer ring damage confirmed due to cracked retainer and partial broken retainer were noted. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information received by medtronic indicated that customer pump had a crack on the back side. The customer reported no adverse event. The event involved product(s) mmt-1712kl. Troubleshooting was performed. Instructed the customer to and revert to backup plan as per health care professional instructions and place the pump in storage mode. No harm requiring medical intervention was reported. Mmt-1712kl was requested for product analysis and product received for analysis.